Event description:
Information received from an optometrist indicates a patient wearing acuvue oasys brand contact lenses was seen at the end of october. The patient had been wearing contact lenses on an extended wear basis and another optometrist in the same proctice switched the patient to acuvue oasys lenses for extended wear use. The patient returned to the office 4 or 5 days later with a central corneal abrasion. The reporting optometrist said the patient was given antibiotics to use over the weekend. The following monday, the patient had increased symptoms and saw an ophthalmologist. The patient subsequently notified the optometrist that the patient was diagnosed with a central corneal ulcer. The optometrist had no additional information, but provided the name of the treating ophthalmologist. The treating ophthalmologist was called multiple times for information without success.

Manufacturer narrative:
Device labeling single use or reuse